Event description:
Instrument jammed during procedure. During removal, the jaws wouldn't close. Blade of roticulator insert had cut through trocar sleeve. Subsequently, exploratory laparotomy performed, as unbent staples were noted in the field and pouch was resecured.